Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. A chest x-ray revealed that the lead had 16 twists due to twiddler's syndrome. The lead was explanted and replaced.